Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of the 700 mg/dl. The current blood glucose was 101 mg/dl. The customer was also stated that, the infusion set cannula was bent and tape did not stick right at insertion. Significant events leading to hospitalization were felt very bad, felt sick and weak. Customer declined troubleshooting for high and low blood glucose. Customer treated high blood glucose with the insulin drip. The device is not expected to be returned for analysis.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is 18-jun-2018.

Manufacturer narrative:
The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Incident date has been changed to (B)(6) 2018.